Manufacturer narrative:
D10 concomitant products: vlocm1744, vlocm1744 v-loc* 90 3-0 vio 23cm gu46 (lot#a3h2538vy); vlocm1744, vlocm1744 v-loc* 90 3-0 vio 23cm gu46 (lot#a3h2538vy); vlocm1744, vlocm1744 v-loc* 90 3-0 vio 23cm gu46 (lot#a3h2538vy); vlocm1744, vlocm1744 v-loc* 90 3-0 vio 23cm gu46 (lot#a3h2538vy); vlocm1744, vlocm1744 v-loc* 90 3-0 vio 23cm gu46 (lot#a3h2538vy); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic hysterectomy when suturing procedure involving the device, the suture broke while suturing. A total of 11 defective sutures were involved during the same event with the same patient, and the other defective devices were from the same product ID and lot number. An additional new suture was used without issue. There was no patient injury.